Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 3. The home patient (hp) stated that he left two unused supply line clamps open during dwell. The hp confirmed, he would complete therapy with a manual exchange and notify the peritoneal dialysis nurse of the alarm. On (B)(6) 2010 product surveillance spoke with the nurse (rn) who stated, he was not aware of any issues with the hp's therapy or adverse events. The rn stated, the hp was admitted to a nursing home 4-6 weeks ago and has continued peritoneal dialysis. The rn stated, the hp is scheduled for discharge friday (B)(6) 2010. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.